Manufacturer narrative:
(B)(4): the philips response center had the customer remove all power, then re-add power and rebooted with success. No repairs were deemed necessary. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated. As of (B)(4) 2013, there have been no further calls for this unit related to the reported issue.

Event description:
The customer reported the device locked up. There was no reported patient involvement.